Event description:
The patient had a previous crt-d implant and for this admission was consented for a redo-sternotomy for aortic valve replacement only. During the surgery, the crt-d had to be reprogrammed again after the patient was off the heart and lung machine. But the crt-d generator failed to work, so the surgeon decided to change the generator. The new generator also failed to work. The cardiologist replaced the generator again and the 2nd new generator worked properly. The rep was present during the case and the cause of the failure is unknown.

Event description:
The patient had a previous crt-d implant and for this admission was consented for a redo-sternotomy for aortic valve replacement only. During the surgery, the crt-d had to be reprogrammed again after the patient was off the heart and lung machine. But the crt-d generator failed to work, so the surgeon decided to change the generator. The new generator also failed to work. The cardiologist replaced the generator again and the 2nd new generator worked properly. The rep was present during the case and the cause of the failure is unknown.